Event description:
This follow up report describes the conclusion to our investigation regarding the complaint concerning yellow/orange discoloration that was presented on the conexa device.

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results : review of the device history records revealed no deviations associated with the nature of this complaint. The products met acceptance criteria for qc release. -(B)(4). Conclusion: device failed prior to use. As per our internal evaluation, yellowish discoloration was observed, assessed and found to be due to fat tissue. The presence of fat could result in inflammation; however, this would not require intervention for resolution; in this case, the product was not used. As a worst-case (assuming product is used), the amount of fat is not significant (i.e., dermis is visible through a small amount of residual fat on the surface). Testing for residual fat on the returned piece has been conducted to confirm this assumption (actual % on weight basis is 17.9%).

Event description:
.

Event description:
It was reported to lifecell that the conexa device presented yellow/orange discoloration. Surgeon elected to use another device to complete the surgery instead.

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results: review of the device history records revealed no deviations associated with the nature of this complaint. The products met acceptance criteria for qc release. (B)(4). The device is undergoing an evaluation that has not yet been completed.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results of evaluation 100 review of the device history records revealed no deviations associated with the nature of this complaint. The products met acceptance criteria for qc release. To date, (B)(4) other complaint has been reported to lifecell against lot t00087 ((B)(4) - tearing intra-op). To date, of the (B)(4) devices processed for lot t00087, (B)(4) devices were distributed. Conclusion code: device failed prior to use. The device is undergoing an evaluation that has not yet been completed. Other text: device evaluation is not complete.